Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient felt shocking at times even when the battery is confirmed to be off. The device had not been used in months but the patient kept it charged. They wanted the device removed. It was also reported that the patient was being weaned off of their pain medications and had an increase in nausea, headaches, and pain. Even after all of the adjustments made to their device, the patient still felt some pain. It was noted that the health care provider (hcp) was refusing removal of the device at this time. The consumer reported that they had not fallen. It was reported that the patient had been reading on the internet that there were potential side effects to having an scs implant. The consumer refused the offer to have the device interrogated and noted that they would be looking for another hcp who would remove the device. No further complications were reported.